Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that black fragment was noticed within the caresite lumen. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs of the set were provided for evaluation. In addition one sample in open packaging identifying the reported lot number was also provided for evaluation. Visual examination of the photographs noted a particulate present in the caresite valve of the set. Evaluation with qc supervisor noted that the material was loose inside the area of the caresite valve. When accessed with a syringe the material was observed to be moving with the piston. The foreign material was submitted to the qc analytical lab for identification, the results for testing were found to be inconclusive. Based on the evaluation of the picture and sample the reported defect is confirmed. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. While we are unable to determine the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.